Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the similar us list number, the international list number is unknown. The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in ireland underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2024, the patient visited the general practitioner and received clarithromycin 500 mg twice daily for five days. On (B)(6) 2024, the patient completed the prescription and still had a moderate amount of thick yellow/green ooze noted at the stoma site. On (B)(6) 2024, the patient was seen by the general practitioner and silver nitrate was applied to the stoma site. A swab was taken and the patient was advised to leave the dressing in place until (B)(6) 2024. On (B)(6) 2024, the patient was seen for a dressing change, there was no redness, but moderate amounts of yellow/green ooze remained.